Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A non-healthcare professional during an intraocular lens (iol) implant procedure, the surgeon noticed lens broke in the holder. Additional information was received, when the lens was being prepared the physician began twisting the inserter and the lens snapped in the cartridge. The cartridge and insertion instrument were both changed and a different lens was implanted with no issues. In surgeons' opinion the event was due to manufacturing error or faulty cartridge. The surgery was completed on the same day and there was no patient contact.